Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The reporter stated that ¿pumped tank had leaked during transportation¿. The device was filled with cloxacillin 12 g / 240 ml. The issue was identified before use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from july 28, 2021 ¿ august 09, 2021. H10: the device was received for evaluation. Visual inspection via naked eye revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap.the cap thread was not exposed. White marking was not observed inside the cap when inspected under the microscope; indicating the cap was not securely tightened. A functional leak test was performed by manually tightening the blue winged luer cap. The device was monitored until the next day and no signs of leak were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. Proper user instructions are addressed in the product labelling (IFU, instructions for use) which are inserted into the device packaging. The IFU indicates to make sure the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.